Event description:
Procedure type: lap gastric banding. According to the reporter: the obturator is too large to fit down the cannula. This device was not used on tissue. The problem was found while removing device from the box. A new instrument was used to complete the procedure. No injury was reported.